Event description:
Analysis of the explanted stent grafts has been completed as follows: examination of the returned device found no device integrity issues in the proximal sealing zone; rings 1 - 2. Several broken sutures were observed on the aortic body (between rings 3 - 4), and on the distal ipsilateral limb. It is possible that the fabric holes from the pulled sutures may have been a source of an endoleak. However, no endoleak was reported in this area, the residual needle holes from the several pulled sutures were not enlarged< 0.05mm²), and the majority of the holes appeared covered by tissue/thrombus in the "as received" condition. On the contralateral limb, a 4.2mm lengthwise cut was seen on the mid-length of the limb, which likely occurred during excision of the stent graft. No other device integrity issues were observed. Cta images from (B)(6) 2012, 1-month prior to the conversion, were returned and reviewed internally by a cross-functional team. There was a possible small proximal type I endoleak seen on the left/posterior of the neck, possibly caused by a short proximal seal length, which may have contributed to the aaa expansion. No stent graft integrity issues were seen on the films. Comparison films at implant and earlier follow-up were not provided, therefore, any possible stent graft in-vivo configuration or aneurysm morphology changes over the implant duration could not be assessed.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (surgical conversion to open repair, aneurysm enlargement), (pending device analysis). Evaluation, conclusions: (pending device analysis).

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the aneurx devices were explanted due to an enlarging aneurysm. There was no endoleak detected. The cause of aneurysm enlargement is unknown. The patient was treated with an open surgical repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Method: film.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.